Event description:
The customer reported to olympus, the evis lucera colonovideoscope had a pinhole causing air/water leakage. Inspection and testing of the returned device found foreign matter coming from the nozzle, the main unit and the scope connector. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of air/water leakage due to pinhole was confirmed. The device evaluation found that due to a pinhole on the distal end, water tightness was lost. Due to a crack on the scope-cover, water tightness was lost. The nozzle, the scope connector and the control section had foreign object. The plastic distal end cover had a dent. Adhesives around the light guide lens, the distal end and the objective lens had white-clouded area. The light-guide lens was cracked. Paint on the suction-cylinder was peeled. Due to wear of the angle wire, bending angle in the up direction did not meet the standard value. Adhesive on the distal end was cracked and chipped. Due to wear of the angle wire, the play of the up/down knob was out of standard value. The connecting tube and the universal cord had a wrinkle. The electrical connector had corrosion due to water leakage. Due to a scratch on the objective lens, the image had partially dark area. In addition, switch 1 and switch 2, the connecting tube, the objective lens, the protector of the universal cord on the scope-connector side, the protector of the universal cord on the control section side, and the universal cord, were all scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle and body was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The event can be detected and prevented in accordance with the following instructions for use (IFU): the instruction manual evis lucera gif/cf/pcf type 260 series operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. The instruction manual evis lucera gif/cf/pcf/sif type 260 series reprocessing manual describes how to prevent for the suggested event in chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.